Event description:
The wife of a (B)(6) male pt contacted lifecor customer support to report that the battery pack had been on the battery charger for 24 hours but is dead. It will not power the monitor. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem was reproduced. The battery pack had mismatched cells. The pt had used this battery pack until it was almost dead. It was repaired, retested and restocked. No adverse event resulted from the damaged battery pack. The pt received a replacement battery pack.